Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information received.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "during administration of vaccine the syringe suirted out the vaccine into the air and hand of writer (immunizer) therefore only a partial dose was administered to client. Client was administered another dose of dtap-ipv with success due to the vaccine not being effectively administer for the client. Possible blocked needle. No images available. Issue not visible." Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: bg safety glide needle - 25gx1(0.5mmx25mm)- was attached to adacel dtap-ipv. During administration of vaccine the syringe suirted out the vaccine into the air and hand of writer (immunizer) therefore only a partial dose was administered to client. Client was administered another dose of dtap-ipv with success due to the vaccine not being effectively administer for the client. Possible blocked needle. No images available. Issue not visible. Impact of incident: the client was administered a partial dose and following a full dose of dtap-ipv vaccine. The client received two needles into the arm vs. One. Who was affected? Patient. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): 2027-02-28. Supplier catalogue number: 308-305916 . Was the device retained? No.

Manufacturer narrative:
G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.